Manufacturer narrative:
Patient information was unavailable from the site. Date of this report based on completed analysis of returned psu camera. Replacement camera shipped to site for issue resolution. A medtronic representative replaced the camera and performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect device finds that the positioning sensor unit camera (psu) failed an accuracy assessment kit (aak) test at .64 mm with great difficulty tracking in the back end of the volume. Failure mode: electrical failure mechanism: failed diagnostic test. Psu camera directly caused event.

Event description:
A site representative reported that during a cranial biopsy procedure, the camera on the navigation system was not tracking properly. The camera field of view was significantly reduced causing difficulty when tracking and using the navigated instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Delay to procedure was less than 30 minutes.